Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative (rep). It was reported the patient was having trouble charging and let their battery get down to 5%. The rep reviewed with the patient how to charge and had them sit in the clinic to continue charging so they could check programming as well. There is no issues with any of their devices, the rep was just calling in to check on charging speed for when a battery gets very low. The rep expected it to be quicker since it is an updated version.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received about the implanted device. Caller reported the patient has been charging the ins for 1.5hr and ins is only at 50% charged. Caller stated the patient started charging the ins at 5%. Caller asked if it's normal for the ins to take that long to charge. Agent reviewed information regarding recharging speed. No symptoms were reported.